Event description:
A 250 ml bag of magnesium was hung and the pump was set up to infuse magnesium sulfate at a rate of 2 g/hr. The vtbi was set at 202ml. Nurse stated that the pump infused 200 ml between 9:50 am and 11:30 am. There was no pt consequence.